Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter would not stay powered on. He stated that with new batteries, it would sometimes power off on its own as if there was a battery terminal or connection issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the zm transmitter would not stay powered on. He stated that with new batteries, it would sometimes power off on its own as if there was a battery terminal or connection issue. No patient harm was reported.